Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with activ l pe-inlay. According to the customer description: "a (B)(6) year old male weighing (B)(6) kg had a removal of activl artificial disc and replaced with 360 fusion". The original implantation had been performed on (B)(6) 2019. A revision surgery was necessary. Additional information has been requested. The adverse event is filed under (B)(4). Associated medwatch-reports: 9610612-2020-00059 ((B)(4) sw992k). 9610612-2020-00061 ((B)(4) sw996k).

Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00059, 9610612-2020-00061 (400464267 sw996k). Investigation results: up to now there is no product available for analysis. Batch history review: because the batch numbers are unknown up to now, a batch history review is not possible at this time. Conclusion and root cause: due to the circumstances we do not receive any devices for investigation and the lack of information it is not possible to determine a definitive conclusion and root cause for this failure. Rationale: because there are no products and only minor information available, a definitive root cause analysis is not possible. Following causes are possible: wrong system configuration selected by the user. Wrong implant size chosen by the user. End plate formed too strong by the user. Design layout unsuitable. Inadequate patient behaviour. No CAPA required.